Manufacturer narrative:
The customer reported replacing the motor controller, power management and power supply and that has fixed the problem.

Event description:
The customer reported the device transitioning between ac and dc power intermittently. The customer reported although the device continued to function and ventilate the patient the clinical staff removed the device from the patient and replaced it with an alternate device. No patient harm reported.